Event description:
Pt had inadequate pain control. There was an inability to aspirate fluid and a catheter dislodgement was reported. The catheter was replaced, and the pt recovered without sequela. The medication being delivered via the device system was hydromorphone and bupivacaine.

Manufacturer narrative:
Catheter.